Event description:
It was reported that after a fistula declot procedure and upon removal, it was noted the balloon material was missing off catheter shaft. The indwelling piece was successfully removed with a snare with no further complications being reported.